Manufacturer narrative:
Pending follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a pump explant due to underinfusion volume discrepancies.

Event description:
Clinical specialist (cs) reported that the patient had been complaining of increased pain and withdrawal-like symptoms. Cs reported that the patient had a catheter dye study performed and it was noted that the catheter was likely occluded and required replacement. It was also reported that there had been a gradual increase in reservoir volume over the past three refills. The pump and catheter were replaced and were discarded. MDR 3010079947-2022-00023 will be opened to address the catheter issues.

Manufacturer narrative:
Device was determined to be discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).